Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. Fragment not returned. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured.